Event description:
A biomed reported he received a pump with an "upper pressure sensor failure," and reports of "excessive air." The inside of the membrane plate is yellowed, has "cracked on" brown fluid around plastic parts. No clinical details were available. Although requested, no clinical contact person was provided. There was no report of patient harm and no medical intervention was required. The customer stated the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The customer's experience of a failed pressure sensor was confirmed in the device's error log and through functional testing. The pump module error log showed nine instances of error code 240.4150.0 (sensor broken high failure - bottle pressure) that occurred in (B)(6) 2013. Nineteen instances of air-in-line alarms were found as well. These occurred in (B)(6) 2013. A visual inspection was performed. The pump module was received in fair condition with no issues noted. The pump module was functionally tested. The pump module alarmed immediately for "check IV set". Air in line testing was performed. Results showed the air in line sensor to be functioning properly. The pressure sensors were electrically tested. The bottle voltage remained high at approximately 4.9706 volts indicating a pressure sensor failure. The root cause of the customer's reported issue with a pressure sensor failure was not identified. The root cause of the customer's reported excessive air in line alarms was also not identified. Functional testing of the air in line sensor found it to be operational.